Event description:
It was reported that during a thyroidectomy procedure the nim emg tube cuff deflated and rolled in on itself, creating a ring around the tube; making it difficult to remove the emg tube from the patient. After examination the tube was removed with force. The physician was concerned about damage to the patient's larynx or vocal cords. The patient stayed overnight in the hospital per normal procedure. The patient's follow-up with the surgeon found no untoward effects. The physician reported that the cuff was checked prior to use on the patient and no issue was identified; no additional air was added after initial placement that the physician is aware of. The physician reports this case occurred several months ago and does not recall the event date and does not know the product number, lot number, or serial number. The device was discarded by user facility.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The product was discarded by user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.